Event description:
On thursday, november 18th, nurse was doing an ivig infusion on a (B)(6) patient and had an infusion end significantly early. The patient was getting 25gms of ivig over what was supposed to be 6.06 hours. The infusion started at 0933 hours and ended at 1445 hours. I was using the v/nv sapphire pump tubing and had placed a 24ga IV needle in the l-ac. The orders were the following: 15ml/hr for 30 minutes = 7.5ml 30ml/hr for 30 minutes = 15ml 45ml/hr for remainder of infusion which would be 227.5ml = 5.06 hours the infusion only took 5.2 hours. FDA safety report ID # (B)(4).